Event description:
It was reported that during a da vinci surgical procedure, a surgeon at the site will only use a monopolar curved scissors instrument (mcs) instrument one time and then discards because they are too dull to use again. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) has received the device involved with the complaint and completed device evaluation. Investigation revealed the instrument main tube was cracked. The location of theses micro-cracks was confined to 2cm of the instrument shaft. The distal end of the main tube exhibited hairline cracks in the axial direction. The customer reported complaint does not itself constitute a MDR reportable event; however; the hairline cracks found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.